Event description:
Purchased baby oragel tooth anf gum cleanser which came with a free baby toothbrush in the same box. On the toothbrush, one of the bristles was missing and in its place was a small sharp metal blade. Luckily, reporter observed the blade before using it on child. Left a message with the MFR to inform them, however, they have not called back to discuss the incident.